Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: -received information as following from sales rep; please refer to the event description, other information requested is unknown. - how long was the delay? Please specify in minutes. - how much blood did the patient lost? Confirm the qty in cc - how was the bleeding treated? Was any blood transfusion necessary? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - were there any unexpected outcomes or complications as a result of the prolonged surgery time, the surgical wound and blood loss, re suturing increases the surgical time, and increases the risk of infection? - was there any change in the patient¿s post operative care due to the reported alleged deficiency? - was there any medical or surgical intervention performed due to the to the reported alleged deficiency (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - what is the most current patient status? A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical conization procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened when suturing the cervical wound during the surgery. Continued the surgery after replacing the suture. This situation increases the surgical wound and blood loss, re suturing increases the surgical time, and increases the risk of infection. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: received information as following from sales rep via phone today. After investigation, the patient underwent cervical conization surgery on (B)(6) 2025. The surgeon used the suture (w9215) for suturing the cervical wound during the surgery. The problem of pulling off suture needle happened during the suturing. The surgeon then immediately replaced with a new suture (with specific product information unknown) to continue the suturing. The subsequent surgery went smoothly. This event resulted in increased intraoperative blood loss (specific blood loss was unknown) and extended surgical time by approximately 10 minutes. No subsequent adverse event report was received.